Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as (B)(6) 2012 as the date of data collection was between 2012 and 2022. Skoll, d., fernandez, j., hadid, b., elad, b., labarre, b., baranowska, j., rahman, s., defilippis, e., colombo, p., yuzefpolskaya, m., lotan, d., yunis, a., raikhelkar, j., takeda, k., clerkin, k., sayer, g., & uriel, n. (2025). Increased risk of pneumonia in patients bridged to heart transplantation with heartmate 3 lvad. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.102. Columbia university irving medical center, new york city, ny. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿increased risk of pneumonia in patients bridged to heart transplantation with heartmate 3 lvad¿ that heartmate 3 (hm3) left ventricular assist device (lvad) may be related to pulmonary complications during explant including development of pneumonia. This was a retrospective, single-center study that examined whether patients bridged to heart transplantation (ht) with a hm3 lvad have higher rates of pulmonary infection after heart transplant. Among 162 ht recipients from 2012¿2022, 81 patients with pre-transplant hm3 support were matched 1:1 with controls without hm3. Despite improved pre-transplant hemodynamics and lower rates of pulmonary hypertension in the hm3 group, these patients experienced significantly higher rates of pneumonia both during the index hospitalization (34% vs 18%) and within one year post-transplant (44% vs 22%), along with longer intensive care unit (ICU) stays and mechanical ventilation times. After adjusting for key confounders, hm3 use remained independently associated with increased odds of post-transplant pneumonia. The findings suggest that hm3 implantation prior to ht was linked to higher pulmonary complication risk, highlighting the need for enhanced preventive strategies and vigilant post-transplant monitoring in this population.